Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device recorded an alert for high out of range shock impedance of the right ventricular (rv) lead. Beeping tones were also noted. The physician decided to increase the out of range limit and continue monitoring the patient every three months as the shock impedance went down to normal limits. Technical services (ts) discussed it sounds like normal impedance trending for a single coil lead. The rv lead remains in service. No adverse patient effects were reported.